Event description:
(1/2 reference (B)(4) for all related complaints)(documenting cassette) it was reported multiple veletri cassettes causing cadd legacy pumps to beep and no disposable alarm. Stated has not discarded cassettes and been able to troubleshooting to restart. No lot number. No injury. No further details provided.